Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-03964. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "a left side capsular contracture, capsular contracture baker grade IV, pain, change in look, and a anxiety towards the product." Later healthcare professional reported "any creases". Later healthcare professional reported "removal with no complaint against device, device found to be intact". Device has been explanted.